Event description:
The customer reported a contained leak of approximately three (3) ml from the coulter lh 780 hematology analyzer. The leak consisted of diluted blood and diluent. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occured. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the probe wipe that had a broken bracket. The leak was resolved and system performance was verified. (B)(4).